Manufacturer narrative:
A lot number for this product was not provided. Without the lot number the device history record could not be reviewed to determine if any deviations took place during the manufacturing process of this device. No exception was noted when we reviewed the device history record of the reported code manufactured in this year. No sample of the product was provided for this incident. A review of retained samples of this code from recent production was conducted and no kinks were found. Collapse test performed on the retained sample resulted in no kinks during the test and the sample passed the collapse test. We are unable to confirm the root cause of the reported issue. If additional information is provided in the future, the investigation will be reopened and a follow-up report will be filed. We will continue to monitor for any similar complaints.

Event description:
The customer received a suction tubing that had a kink. It was reported that due to the kink the patient was subjected to prolonged anesthesia exposure while another tubing was acquired. No injury was reported due to this incident.